Manufacturer narrative:
The full patient identifier is (B)(6). The customer did not supply patient demographics such as date of birth, weight, ethnicity or race. The access high sensitivity troponin I reagent was not returned for evaluation. No error messages or issues with other assays were reported in connection with the event. There were no reports of hardware interventions performed or hardware parts replaced. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. No other patient results were called into question. Technical support reviewed instrument data and patient sample with the customer. Local support discussed preanalytical sample handling considerations with the customer. In conclusion, the cause of the event could not be determined with the available information. There is no evidence to reasonable suggest an instrument malfunction.

Event description:
On (B)(6) 2022, the customer reported one non-repeatable false elevated troponin I (access high sensitivity troponin I, part number b52699, lot number 125494) patient result was generated on the customer¿s unicel dxi 800 access immuno analyzer (serial number (B)(4)). The initial hstni result was 72.3 pg/ml on (B)(6) 2022 and after repeat on same analyzer on (B)(6) 2022 the result was 7.3 pg/ml. On (B)(6) 2022, the customer reported to beckman coulter that the patient was sent for an echocardiogram in connection with this event. On (B)(6) 2022, the complaint originator clarified that the customer reported the patient received contrast dye for the echocardiogram exam. No additional impact or change to patient treatment was reported in connection with the event. No error messages or issues with other assays were reported in connection with the event. There were no reports of hardware interventions performed or hardware parts replaced. Calibration passed on (B)(6) 2022 using reagent lot 125494 and calibrator lot 125307. No quality control failures were reported in connection with the event. System check passed on (B)(6) 2022. Technical support did not identify any system or instrument issue which may have contributed to the event. There were no issues with sample integrity reported by the customer. Sample information such as sample collection tube used, centrifugation time and speed, storage or handling was not provided by the customer. No further sample information was provided.